Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.0mmx20mmx135cm sterling balloon catheter was selected for use. However, after unpacking, a hole was found on the balloon when removing air or flushing. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon folds were loosely folded and there is contrast present inside the device prior to testing. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.0mmx20mmx135cm sterling balloon catheter was selected for use. However, after unpacking, a hole was found on the balloon when removing air or flushing. The procedure was completed with a different device. No patient complications were reported.